Event description:
A user facility reported three patients having endophthalmitis following intraocular lens (iol) implant surgery. The patients were treated with medications. Additional information has been requested. This report is for the second of three patients.

Manufacturer narrative:
The product was not returned for analysis. Product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. Additional information has been requested. This report was mailed to FDA on: 12/19/2008.